Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support to insert a new sensor for an ilet system and reported elevated blood glucose, with a fingerstick reading described as ¿high,¿ and thirst. Symptoms included hyperglycemia and polydipsia. Outcomes included no alarms or alerts and no hospitalization. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.